Manufacturer narrative:
Combination product: yes.

Event description:
System was explanted due to severe tr caused by this rv lead and leadless pm was implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. A damaged insulation was found at 26 cm proximal to the lead tip. The damage probably occurred during the explantation procedure. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.